Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records it was indicated that the patient has had continued problems with groin pain. His acetabular component was horizontal in a neutral version and it was felt that he could be having impingement from a psoas tendon. Revision note reported there was a significant amount of hypertrophic trochanteric bursal tissue that was removed. The poas tendon was palpate and see some inflamed erythematous synovium around it. There was no suspicion of infection. The shell was removed with minimal bone loss. Doi: (B)(6) 2006. Dor: (B)(6) 2007, (left hip).